Event description:
A pt reported erratic readings with pt's surestep meter which caused pt to have "episodes". Pt reportedly had medicated incorrectly at times which caused the episodes. Pt reportedly uses 2 ss meters. Pt reportedly is visually impaired. Attempts to contact pt for add'l info failed.